Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call power error on the insulin pump. Troubleshooting for power error detected was performed. Customer allowed the insulin pump to rest for 10 minutes and reinserted the battery twice. Customer was advised that the internal power source on the insulin pump was unable to charge. Customer advised the power error alarm recurred and they tried all remedies. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for a power system error, the power management tool confirmed the power system error was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is then on-sleep anomaly software error. No motor error alarms were noted during our testing and the motor was tested outside the device and passed. The operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window, case and keypad overlay.